Manufacturer narrative:
Correction: medical device catalog # 302995.

Manufacturer narrative:
Results: bd received (20) twenty sealed 10ml packaged syringes were received by bd (B)(4) and confirmed to be from multiple batches ¿ five from each of 7249910, 7249951, 7241901, 7212555 (p/n 302995). All 20 samples were visually evaluated. The oily substance observed on the black stopper was identified as silicone that is used in the manufacturing process. The amount observed was a normal and expected amount of silicone for this product. No stringing and no pooling of silicone was observed. A small amount of silicone is required for the product to function properly. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7249910 (p/n 302995): manufacturing date: 09/25/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7249910 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7249951 (p/n 302995): manufacturing dates: 09/23/2017 to 09/24/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7249951 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7241901 (p/n 302995): manufacturing date: 09/09/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7241901 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 7212555 (p/n 302995): manufacturing dates: 08/17/2017. Batch quantity was 504,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212555 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode. Unable to determine a root cause as no defects were confirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7249910, expiration date: 2022-08-31, manufacture date: 2017-09-06. Medical device lot #: 7249951, expiration date: 2022-08-31, manufacture date: 2017-09-06. Medical device lot #: 7241901, expiration date: 2022-08-31, manufacture date: 2017-08-29. Medical device lot #: 7212555, expiration date: 2022-07-31, manufacture date: 2017-07-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an oily substance was found on the black plunger of a bd syringe luer-lok¿ tip before use. No injury or medical intervention.